Event description:
Failure analysis: the chamber from this report was forwarded to fisher & paykel, the manufacturer of this product, for evaluation. Their analysis was as follows: this paper tape is used sto secure two caps that protect each port during shipping. The protective caps had been removed from the sample chamber. This indaicates that the paper was actively put into the chamber after these caps were removed. Other info: once placed into the chamber it would be difficult for this paper to pass through the outlet port of the chamber. It is highly unlikely for wthe paper to be freed into the circuit. This is the first complaint ofs this type received by baxter or fisher & paykel.